Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The patient presented with acute myocardial infarction. The 99% stenosed target lesion was located in the severely calcified proximal to mid right coronary artery. The 3.00mm x 8mm nc emerge was advanced for dilation but on the first inflation at 7 to 8 atmospheres, the balloon ruptured. The device was removed and the procedure completed with another of the same device. No patient complications were reported.